Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-feb -2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1595tc pin broke when it was pressed against the bone. This occurred during use in a case with no patient effect.